Event description:
On 6/2002, a gliatech employee received a notice of claim from attorney pertaining to a product liability lawsuit for adcon-l. The letter accompanying the notice of claim stated that, "in 1999, a pt underwent spinal surgery to repair a disc herniation and lumbar stenosis at l4-5 at medial center. The surgery was "apparently uneventul. Adcon-l was applied to the surgical field." The pt "developed increasing back pain. Pt was readmitted to medical center 18 days later with a tentative diagnosis of diskitis and was treated with IV antibiotics and IV pain medication. When pt did not improve, pt was returned to surgery where 'a copious amount of inflammatory material was excised...at the axilla of the l5 nerve root, extending down to the shoulder of the s1 nerve root'. On patholgoy examination, the excised material was identified as being fibrous and other tissue reactive to 'foreign material compatible with gelfoam'." No additional info is available at this time.